Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not removed.

Event description:
It was reported to nevro that the patient experienced post-procedural pain following the implant procedure. The patient was hospitalized and treated for this pain. The patient was later discharged and has started using the device to find effective pain relief.